Event description:
It was reported that this was a rtsa treating humerus fracture performed on (B)(6) 2023. Locking screws were inserted with in the state that there was a slight gap in a metaglene. The surgeon inserted the inferior locking screw and then a superior locking screw according to the surgical technique. But the inferior locking screw was not locked enough because the glenoid surface cartilage was not shaved sufficiently. Therefore, the surgeon inserted the posterior screw, but that screw was not locked enough either. There were no problems in fixation, and the surgery was completed successfully. There was no surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.